Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The 95% stenosed, concentric, de novo target lesion was located in the mildly tortuous and non-calcified left circumflex(lcx) artery to obtuse marginal (om) artery. Following advancement of a non-bsc guide wire, pre-dilation was performed in the distal part of the lcx and the percent stenosis of the lesion immediately after predilation was 85%. A 2.50x32mm promus element¿ plus stent was advanced however resistance was encountered in the wide proximal curve of the lesion. Several attempts to extract the stent delivery system (sds) including the wire were made but failed. After the wire failed to cross the lesion again, the procedure was ended due to too much time and dye used. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual and tactile examination found multiple severe kinks along the length of the hypotube shaft. This type of damage is consistent with excessive force being exerted on the delivery system. A visual examination of the crimped stent found no issues with the profile and no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
The event is corrected from withdrawal difficulties to difficulty advancing. There were several attempt to advance the catheter, not several attempts to extract the stent delivery system (sds) as previously reported.